Event description:
It was reported that during a coronary stent procedure, the balloon ruptured on the first inflation. Resistance was encountered during removal and the shaft of the catheter broke. No patient injuries or complications occurred.